Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. An alarm with error message 10102 displayed was noted in the event history log. Functional test included inserting battery and ran the pump with the customer's program. The complaint was confirmed. The root cause was determined to be the damaged mpu board, which was then replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.